Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus and stomach during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, bands would not fire. Reportedly, the device was removed from the patient and the handle was turned clockwise but it would not back up. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.